Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing shows affected channels. The user's parents are not currently interested in putting the user through another surgery for a revision.

Manufacturer narrative:
Additional information: based on the received information and in-situ measurements, a damage to the active electrode caused by a reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Explantation is not planned at the moment.

Event description:
In situ testing shows affected channels. The user's parents are not currently interested in putting the user through another surgery for a revision.